Event description:
It was reported that during the procedure in the femoral artery, the 5 x 80 mm fox cross dilatation catheter was advanced to the target lesion with some resistance. The dilatation catheter balloon was inflated to 9 atmospheres (atm) at the first inflation and a rupture occurred. The device was removed from the anatomy without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The physical resistance could not be replicated in a testing environment, as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.